Manufacturer narrative:
Medwatch sent to FDA 28/sep/07.

Event description:
The physician is reporting that the patient experienced a flare of rosacea on the upper cheeks following treatment with cosmoderm around the eyes. In a follow up, the physician noted that the patient experienced onset of symptoms between initial treatment visit and follow-up visit five days later. The patient was given an oral antibiotic, and a topical medication as treatment.